Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 176 mg/dl compared with the sensor glucose reading of 76 mg/dl. The customer's trainer advised her to start new if the sensor glucose reading was off, and she had done this. Advised the customer to monitor the issue since she was unable to provide the data necessary to continue explanation. Nothing further reported.